Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the packaging of a vial-mate adapter. The pm was further described as a hair. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured 03/09/2018 - 03/11/2018. The device was received for evaluation in its original unopened packaging. Visual inspection revealed a human hair present inside the blister pack and embedded in the product seal. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, operators were retrained on proper garbing procedures and visual inspection procedures during packaging of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.